Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x 12mm, nc emerge mr balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. There were no patient complications nor injuries reported and the patient status was fine.